Event description:
Betamethasone attempted to be administered to patient via vanish point syringe. Syringe failed once needle injected into patient. The intended medication was leaking out of the plunger side of syringe when user was pushing plunger down to inject medicine into patient. Patient did not receive any of the intended betamethasone even though needle was punctured into patient.